Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the pump had emitted recurrent call service alarms that could not be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up # 1 date of submission 04/01/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/12/2014 with the following results:a review of the pump¿s black box and alarm history showed several call service alarms. The pump was able to power on; however, a call service alarm was emitted upon the first rewind attempt. An internal component failure was found causing the alarm; the component was replaced and reprogrammed. The pump was able to power on and be exercised with no alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.